Event description:
It was reported that device delivered two hv shocks that seem to be appropriate. Patient climbed a step and fell into atrial fibrillation then passed into ventricle. The events observed are suspected to be inappropriate programming of the tachy zones. Programming changes were made. Patient condition is good.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.